Event description:
The surgeon reported they have noticed an increase in lint over the last month. It does not cause any inflammation but it is sure irritating to look at the lint in the a/c for a month until it dissolves. We do not know the source of the lint, the lint consists of a single strand of material about 1/10th the diameter of a 10 nylon suture. It is usually white and dissolves away by one month unless it is in the wound. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 11/18/2008.